Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2012, it was reported that the lead impedance was out of range. Review of fluoroscopy showed rv lead externalization. The lead remains implanted.